Manufacturer narrative:
Siemens has conducted a thorough investigation of the reported issue. No abnormality or technical defects were found and the system software is operating according to specifications.

Manufacturer narrative:
Siemens' investigation into the reported issue is on-going and a supplement report will be submitted upon completion.

Event description:
The customer informed siemens on (B)(6) 2015 that after the software upgrade to control console (cc) version 13.0.302 and rt therapist (rtt) 4.3.1.mr2, the system behaved differently when using afs (?) Function than it did before. In some cases this could potentially be dangerous for the patient because the system initiates gantry motion automatically when it is not expected according to the customer's workflow. Reportedly, the previous system (cc 12.0.25 and rtt 4.2.110) created automatic pauses between fields where table parameters were different (table movement is set to manual only). In that situation there was no movement initiated automatically by the system and the customer had to move the treatment table with the patient manually and then move the gantry to target position. However, after the upgrade to cc 13.0.302 with rtt 4.3.1.mr2, the system does not create pauses automatically between fields with different table positions. In some cases, the gantry will move first automatically in range +/- 30 degrees (new feature "prevention from automatic movements in case of significant risk for collision" implemented with recall z-2812-2015) with the patient laying on the table. The table is rotated to 90 / 270 degrees, which is located under the gantry. In these cases, the system does not give a pause opportunity for the customer to move the table with the patient out from the gantry, before gantry movement. Normal workflow should be table first, gantry next. There is no report of injury or mistreatment to a patient. This reported issue occurred in (B)(6).